Event description:
Meter name: one touch basic enhanced. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: sleepy, tired. The patient reported that they could not test on the meter. The meter allegedly was prompting "not ok". There was no result obtained from the patient's meter. There was a result of "300's" ( no units specified ) documented from the clinic meter. There was no comparison between the patient's meter and the clinic meter. The patient was " started on glucophage". No further information has been reported.